Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed at the puncture site in the common carotid artery (cca). The physician believed that the vessel loop was pulled up too hard and the sheath was pushed in too hard, resulting in a backwall dissection from the sheath and a dissection on top of carotid caused by the vessel loop. The damaged vessel was transected, and the physician performed an anastomosis. The procedure was completed successfully and the patient was in good condition post-procedure.